Event description:
While using the stryker drill with a 1.2 mm side cutting burr, microaire k72 burr bit broke off at the bit into the mandible. Small portion of the burr broke off in the lower mandible and was not found. The piece received was 1.6 inches (40.65 mm) long. The diameter of the shaft is 0.092 (2.35mm). The tip was turned down to a diameter of 0.44 inches (1.32mm). The length of the tip is unknowninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.